Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak of approximately 20 ml of clear fluid dripping from underneath the coulter lh 750 hematology analyzer. The material safety data sheet (msds) was not reviewed; however, it is readily available. The lab's risk management plans are in place at the facility. Customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no exposure to mucous membrane or open wounds. Medical attention was not sought. The leak occurred during a start-up and no patient results were affected. No death or injury is attributed to this event, and there was no change to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Per field service engineer (fse) e-mail from (B)(4) 2011, the retic clear chamber was cracked on the bottom and was leaking. This happened during a star-up so the retic mixing chamber would contain retic clearing solution and stain. The problem was fixed with the replacement chamber and the instrument was operating within specifications. The root cause of the leak is attributed to a crack in the bottom of the retic mixing chamber. (B)(4).